Event description:
It was reported the pt had experienced a stroke and seizure. It was also reported stimulation turned off by itself on multiple occasions. The pt also received a low battery warning on multiple occasions. Allegedly, the low battery warning was due to passivation. As a result, the pt's ipg was explanted and replaced. The replacement ipg resolved the pt's issues. The explanted device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.